Event description:
Additional information was provided from a healthcare provider (hcp) via a company representative (rep) stated that the cause of the event was unknown. The pump was sent to pathology per physician and it will not be sent back to medtronic for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid 2mg/ml at 0. 2152mg/day via an implantable pump. The healthcare provider reported an infection. The pump was explanted. During the procedure the healthcare provider was having a hard time pulling back on the pump and not getting a lot of the drug out. Troubleshooting options were discussed. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue. It was noted that the healthcare provider would not have any further information regarding the event.